Event description:
It was reported that the customer had difficulty removing the cartridge from the pump. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high" and ketones. A specific bg value was not provided. The customer delivered a correction bolus to address the elevated bg. The customer required assistance from hospital staff to remove the cartridge from the pump. The customer continued to use the pump for insulin therapy.